Manufacturer narrative:
Radio frequency pic failed self test alarm and high stop current due to a faulty component on the radio frequency board. Pump passed the unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump received multiple error alarm. The customer¿s blood glucose level was 115.2 mg/dl. Customer reported did self-test and it did not pass. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.